Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a pairing issue between his implantable cardioverter defibrillator and a merlin@home transmitter. The ICD was unable to be interrogated with the rf antenna, but inductive interrogation was successful. A software update was performed and rf connectivity was restored. The device paired normally.